Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a floating particle in the balloon. This was identified during storage. The device was filled with an unspecified amount of daptomycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured april 16, 2015 to april 20, 2015. The evaluation of the returned device is complete. Visual inspection revealed a particle floating in the bladder of the device. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.